Event description:
Lead management case where the patient presented with an infected cied system and an ef of 20%. The cied can was removed. The 6947 rv lead was prepped with an lld #2 and the 5076 ra lead was prepped with an lld #1. The rv lead was extracted using a 14fr sls ii, and the ra lead pulled out without difficulty. There were issues with the oxygen saturation level, and fluoroscopy showed possible pulmonary edema in the lungs. After extraction the saturation level rose to 85%, pressure was stable at 162/85 and the patient was sent to ICU for further recovery. There were no anatomical injuries noticed during or after the procedure; however the patient declined further while in ICU which required CPR but the patient never recovered. Primary cause of death unknown and secondary cause of death was cardiopulmonary arrest.